Event description:
It was reported that the patient had several reddened, painful areas at former infusion sites for some time and has also gone to the emergency department and treated with antibiotics.

Manufacturer narrative:
E1: name: abbvie inc street: 1 north waukegan road line 2: north chicago city: north chicago state: il zip code: 60064 based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545